Event description:
Contact reported that the eagle screws were flush with the cervical plate when implanted. 1-month post-op one screw head was proud. The screw had backed out. The surgeon planned to revise the pt and remove only the proud screw, however the screw stopped migrating and as of 9/8 no action has been taken. As surgical intervention may be required an MDR is being filed. See also MDR 1526439-2004-00054.